Event description:
It was reported that during implantation of this right ventricular (rv) lead, there was severe noise and measurement was not possible. The alligator pin was replaced with no improvement and the impedance was low out of range measuring smaller than 100 ohms. It was suspected that the rv lead had an insulation issue because the atrial lead returned with normal measurement when implanted. As a result, this rv lead was an attempted implanted and a new lead was successfully implanted. No adverse patient effects were reported.